Event description:
It was reported, the device exhibited possible early battery depletion. It was also noted, the impedance measurement was low on the left ventricular lead. The device was removed and a new device was implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD)  2010 (B)(6); 6935 implantable tachy lead 2010 (B)(6); 5076 implantable pacing lead 2003 (B)(6). (B)(4).